Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. There were no adverse consequences to the patient. The patient electronic system was replaced.

Manufacturer narrative:
(B)(4) cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. Further investigation of the device was unable to proceed due to pest contamination.